Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process with multiple cartridges. Customer had elevated blood glucose (bg) levels reaching 424 mg/dl. Customer delivered a manual injection to address elevated bg levels. Customer reported they have novolog insulin for alternate insulin therapy.